Event description:
It was reported that removal difficulty occurred. An amplatz super stiff guidewire was selected for use during an interventional therapy procedure for heart disease. The target lesion was in a 50% stenosed, non-calcified, challenging but mildly tortuous aorta. During the procedure, the guidewire could not be withdrawn. The guidewire was removed along with the catheter, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: (B)(6).